Event description:
The sheath packaged with greenfield 12 fr ss vena cava filter did not have a taper on the distal edge. The issue was observed during inspection of the product at a boston scientific distribution center. The device was not used in a procedure.